Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
The following was reported via (B)(4): "since my surgery, I have visited my doctor a number of times and have mentioned that my hip replacement squeaks. The sound is also apparent by my family members. My hip replacement was performed (B)(6) 2003. The hip was a ceramic stryker replacement..." "It sounds like a rusty door hinge or a mouse and/or a combination of the two." "As early as 2003, I had f/u out patient check up and in office x-rays. As recent as 2012, I have had office visit and in house x-ray of both hips."